Event description:
New information received notes that post-paced t-wave over-sensing had re-exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in 2017865-2023-22451 submitted on 20 nov 2023 should have been "17 nov 2023" instead of being empty.

Event description:
It was reported that the patient presented with post-paced t-wave over-sensing exhibited on the implantable cardioverter defibrillator. Further information was requested but not received.

Event description:
New information received notes that post-paced t-wave over-sensing was discovered during an in-clinic interrogation. Programming changes were made. Patient condition was stable.